Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the implanted clip rotated slightly on the leaflet and mitral regurgitation increased, requiring intervention and prolonged hospitalization. It was reported that on (B)(6) 2017, one mitraclip was implanted without reported issue, reducing functional mitral regurgitation from grade 3-4 to <1. A few days post-procedure an echocardiogram was performed revealing mr had increased to grade 1-2. On (B)(6) 2017 a second mitraclip procedure was performed. Mr grade was 1-2 and the first implanted clip was seen as well seated and attached to both leaflets; however, it had rotated slightly on the leaflets. One clip was successfully implanted to stabilize the first implanted mitraclip. Mr was reduced to less than or equal to 1. The event required prolonged hospitalization. The event resolved and on (B)(6) 2017, the patient was discharged from the hospital. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the clip slightly rotating on the leaflets (partial clip movement) in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy) which contributed to the reported user experience; however, this cannot be confirmed. The mr was likely a result of the partial clip movement. Lastly, the reported additional therapy/non-surgical treatment and hospitalization were a result of case specific circumstances, as the patient underwent an additional mitraclip procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.